Event description:
As reported by the user on (B)(6) 2011, a pt of unk age and gender presented for an endovenous laser treatment of the great saphenous vein. After successfully completing the ablation, the physician removed the fiber at completion of procedure. The physician who performed the procedure noted that the fiber tip was extremely charred. The fiber was brittle and broke upon exiting the pt. There was no sign of fiber remnants in the pt. The pt experienced more pain and bruising post procedure than typically seen. There was no permanent harm or injury reported to the pt. The pt was seen for follow-up on (B)(6) 2011 and a positive ablation was noted.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch.